Event description:
The user facility reports that after giving an injection they attempted to engage the needle into the protection and the needle protection broke leaving an exposed needle. There was no needle stick as the user saw the needle protection break.